Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during plasma exchange treatment with prismaflex tpe2000 set, the patient experienced tachycardia(125 beats per minute), hypotension: 85/54 mmhg, a body temperature of 31.7°c and itching of the body. The patient was given ephedrine and the symptoms disappeared within a few hours. No additional information is available.